Manufacturer narrative:
Device 1 of 7. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. No sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Batch record review results: lot 1f00116 was manufactured on 06/06/2021 in the ats #2 manufacturing line, with a total of (B)(4). On 29/sep/2021, compliance engineer (B)(4) performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap (B)(4) and manufacturing order (B)(4). The testing results were found satisfactory. Therefore, no discrepancy related to this issue were found within the documentation. On 29/sep/2021, a complaint search for lot 1f00116 and malfunction starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only) was carried out and as a result, no additional complaints were found; therefore, no potential trend was observed and this case was considered an isolated incident. It was not required to open a nonconformance report (ncr) for complaints which were not confirmed and no potential trend was identified (therefore, considered an isolated incident). No additional action was required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the center hole for at least 3 from each box was off centered. He also stated that the width of one side was measured approximately 6mm and the other side measured 14mm. He did not apply these wafers so there was no leakage experienced. No photo is available at this time.